Manufacturer narrative:
(B)(4). Eval summary: potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, an incorrect sized sheath, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The sds was returned without any blood or contrast visible, which is consistent with the reported info the device was not utilized during the procedure. The analysis confirmed that the stent implant had dislodged and was not returned for analysis. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The proximal balloon taper was also found to be bunched for a length of 3 mm and the distal balloon shoulder was bunched for a length of 2 mm. Furthermore, the analysis noted that the balloon had relaxed folds, which suggests that, at some point, positive pressure may have been applied to the system, forcing the balloon to slightly expand. If significant pressure is inadvertently applied during product preparation, the stent can become disrupted on the balloon, which may facilitate dislodgement during removal of the protective sheath. This may have further caused the balloon to bunch at both ends, though this cannot be confirmed. Return of stent implant and the protective sheath may have aided in determining a cause for the reported complaint. A review of the finished product lot history record did not reveal any non-conforming material records (ncmr) associated with this report. There does not appear to be any indication of a product quality deficiency.

Event description:
Device issue: dislodged stent. Time of device issue: during device preparation. Adverse event: none. It was reported that during device preparation, the stent dislodged from the balloon. There was no pt involvement. There was no add'l info provided.